Event description:
Customer called to complain about their home oxygen equipment not working properly and the poor service received from health spectrums. An error message would occur which said to "call company" and when they would call, it took a long time for them to come out and the company never tried to resolve the problem: they just switched out the tanks. Customer states that the pressure gauges were not working and when they were to recieve 8l of 02, they might only be getting 5 1/2 l. Lung pain and an inability to do anything would occur prompting the customer to call for service. Customer currently cannot even cook for themselves and feels that long term lack of enough oxygen has contributed to their condition.